Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following field: g3, g6, h2, and h10. A log review was performed for the harmonic ace instrument reported in this complaint (pn: 480275-08/m901907150164) and the following was found: the instrument was last used on 02-jul-2020 on sk1799. This is a single use instrument and therefore was on its first and final use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.4¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling/misuse.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The product lot and batch sequence numbers for the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the harmonic ace the instrument broke and fell inside the patient. The fragment was retrieved during the same procedure. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. Although there was no patient injury reported, if the issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the tip of the harmonic ace the instrument broke and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved through one of the incisions where a robotic cannula was already placed. The fragment was directly observed when it fell on the surface of the lung, and was only one fragment. Once retrieved, they checked that the ends of the fragment and the distal part of the instrument were compatible. No additional surgical procedure was required to remove the fragment. No post-operative tests performed to check for remaining fragments. The instrument was in use for about 20 to 30 minutes prior to the issue. The instrument was inspected prior to use and no damage was seen. The issue occurred during firing the instrument, while cutting. The surgeon did not notice an issue with the functionality of the instrument until it broke. No instrument collision. No resistance felt by the staff when removing the instrument. No damage to the cannula or instrument was noticed after the event occurred. There was no patient harm or injury as a result of the issue. In addition, the patient has not returned to the hospital due to experiencing post-surgical complications. No images or video recording of the event were available.